Manufacturer narrative:
Patient/family was the initial reporter. Personal information was not entered. Product information was not provided. The manufacture date could not be determined.

Event description:
(B)(6) customer had undergone a transplant, and was immunosuppressed in addition to having diabetes. She was having symptom of a dry mouth, which she attributed to her glucose level, and tried to test herself on the contour ts to adjust her insulin. She received only e4, indicating the strips was being inserted incorrectly. She made several attempts to no avail. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. The strip and meter information were not provided.